Manufacturer narrative:
The device was returned and the investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus that the camera head picture was blurry. It was unknown when the issue occurred. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide the final investigation results and updated and fields. A DHR review was completed, and no issues were identified. The DHR confirmed that the subject device was shipped in accordance with specifications. The device was returned for olympus for evaluation and the customer's allegation of blurry image was not confirmed. Based on the investigation results, a definitive root cause could not be identified. This issue is addressed in the instructions for use (IFU): "if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the camera head and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the camera head to olympus for repair as described in section 5.4, ¿returning the camera head for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal when any irregularity is observed¿" reference page 37 as per IFU. "Never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage." Reference page 37 as per IFU. Olympus will continue to monitor the performance of this device.

Event description:
The customer reported to olympus that the camera head picture was blurry. It was unknown when the issue occurred. There were no reports of patient harm associated with the event.